Event description:
Patient was referred for surgery due to high lead impedance. All output currents were disabled and the patient was referred for x-rays. A review of device history records for the generator and lead shows that no unresolved non-conformances were found. No surgical interventions have occurred to date.

Event description:
An analysis was performed on the returned lead portion and the reported allegations were not confirmed. The electrodes were not returned for analysis and therefore a complete evaluation could not be performed on the entire lead product. The condition of the returned lead portions is consistent with conditions that typically exist following an explant procedure. No obvious anomalies were noted. The setscrew marks found on the lead connector pin provide evidence that, at one point in time, a good mechanical and electrical connection was present. Continuity checks of the returned lead portions were performed, during the visual analysis, and no discontinuities were identified. Based on the findings in the lab, there is no evidence to suggest discontinuities in the returned portion of the lead.

Event description:
The lead was replaced and received. Analysis is underway but has not been completed to date.